Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient's mother indicated that a black circle occurred on the g5 mobile application instead of readings. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The complaint confirmation of a black circle on the g5 mobile application was unable to be determined; however, a loss of connection was observed during log review. A root cause could not be determined.